Event description:
An altitude alarm was reported on a customer's pump, with blood glucose levels remaining stable. The customer was instructed by technical support to remove obstructions from speaker holes and clean them, remove and reconnect the cartridge, and then attempt to resume insulin delivery, which was initially unsuccessful. A new cartridge was loaded, but the alarm persisted. Technical support advised allowing moisture to evaporate before another attempt, which again failed. Consequently, technical support decided to replace the pump and cartridge, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was informed about returning the pump in storage mode and shipping it back to tandem within 10 days using a prepaid label.